Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coil had moved and was perforating her fallopian tube / ultrasound scan revealed essure had moved"), embedded device ("coil had moved and was embedded in her uterine wall / ultrasound scan revealed essure had moved") and postoperative wound infection ("infection at incision site after surgery (caesarean scar that was opened for the fifth time)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, c-section (four times) and premature baby (died shorlty after birth). In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), pelvic pain ("pelvic pain / intense pain / severe pain"), abdominal distension ("bloating / severe bloating"), migraine ("migraines"), alopecia ("hair loss /hair came out in clumps"), headache ("headache"), groin pain ("groin pain"), facial pain ("pain in face"), pain of skin ("skin sensitivity"), sinus pain ("pain in sinuses") and asthenia ("lack of energy"). The patient was treated with antibiotics, antidepressants and surgery (total hysterectomy and bilateral salpingectomy (removal of uterus, cervix and both fallopian tubes)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal distension, migraine, groin pain, facial pain, pain of skin, sinus pain and asthenia outcome was unknown and the postoperative wound infection, alopecia and headache had resolved. The reporter considered abdominal distension, alopecia, asthenia, embedded device, facial pain, fallopian tube perforation, groin pain, headache, migraine, pain of skin, pelvic pain, postoperative wound infection and sinus pain to be related to essure. The reporter commented: after the operation the patient learned the device had perforated her fallopian tube, explaining the pain she felt on one side. She is considering joining a class action being taken against the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: coil moved significantly - embedded uterine wall . Most recent follow-up information incorporated above includes: on 21-aug-2018: case (B)(4) (MFR number 2951250-2018-03589) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - no new information. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal distension, migraine and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, migraine, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 31-jul-2018: correction following company internal review: addition of the evaluation codes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coil had moved and was perforating her fallopian tube / ultrasound scan revealed essure had moved"), embedded device ("coil had moved and was embedded in her uterine wall / ultrasound scan revealed essure had moved") and postoperative wound infection ("infection at incision site after surgery (caesarean scar that was opened for the fifth time)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, c-section (four times) and premature baby (died shorlty after birth). In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), pelvic pain ("pelvic pain / intense pain / severe pain"), abdominal distension ("bloating / severe bloating"), migraine ("migraines"), alopecia ("hair loss /hair came out in clumps"), headache ("headache"), groin pain ("groin pain"), facial pain ("pain in face"), sensitive skin ("skin sensitivity"), sinus pain ("pain in sinuses") and asthenia ("lack of energy"). The patient was treated with antibiotics, antidepressants, surgery (total hysterectomy and bilateral salpingectomy (removal of uterus, cervix and both fallopian tubes)) and surgery (total hysterectomy and bilateral salpingectomy (removal of uterus, cervix and both fallopian tubes)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal distension, migraine, groin pain, facial pain, sensitive skin, sinus pain and asthenia outcome was unknown and the postoperative wound infection, alopecia and headache had resolved. The reporter considered abdominal distension, alopecia, asthenia, embedded device, facial pain, fallopian tube perforation, groin pain, headache, migraine, pelvic pain, postoperative wound infection, sensitive skin and sinus pain to be related to essure. The reporter commented: after the operation the patient learned the device had perforated her fallopian tube, explaining the pain she felt on one side. She is considering joining a class action being taken against the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: coil moved significantly - embedded uterine wall . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal distension, migraine and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, migraine, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coil had moved and was perforating her fallopian tube"), embedded device ("coil had moved and was embedded in her uterine wall") and postoperative wound infection ("infection at incision site after surgery (caesarean scar that was opened for the fifth time)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, c-section (four times) and premature baby (died shorlty after birth). In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), pelvic pain ("pelvic pain / intense pain"), abdominal distension ("bloating / severe bloating"), migraine ("migraines"), alopecia ("hair loss /hair came out in clumps"), headache ("headache"), groin pain ("groin pain"), facial pain ("pain in face"), pain of skin ("skin sensitivity"), sinus pain ("pain in sinuses") and asthenia ("lack of energy"). The patient was treated with antibiotics, antidepressants, surgery (total hysterectomy and bilateral salpingectomy (removal of uterus, cervix and both fallopian tubes)). Essure was removed in june 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal distension, migraine, groin pain, facial pain, pain of skin, sinus pain and asthenia outcome was unknown and the postoperative wound infection, alopecia and headache had resolved. The reporter considered abdominal distension, alopecia, asthenia, embedded device, facial pain, fallopian tube perforation, groin pain, headache, migraine, pain of skin, pelvic pain, postoperative wound infection and sinus pain to be related to essure. The reporter commented: after the operation the patient learned the device had perforated her fallopian tube, explaining the pain she felt on one side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: coil moved significantly - embedded uterine wall. Most recent follow-up information incorporated above includes: on 13-aug-2018: lab data and event lack of energy added. On 15-aug-2018: case (B)(4) (MFR number 2951250-2018-03473) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter information, consumer initials, age, start and stop date of essure, treatment drugs and events coil had moved and was perforating her fallopian tube, coil moved and was embedded in uterine wall, headache, groin pain, pain in face, skin sensitivity, pain in sinuses and infection at incision site after surgery added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.